Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit . The technician was not able to confirm the problem. The technician performed functionality tests, electrical safety tests and checked the system using pc-load software. The technician verified that the unit met factory specifications. All tests were performed successfully.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported that during patient treatment ,the device stopped working. The customer used a back-up darns heater cooler to complete the case. (B)(4).